Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display showed vertical lines, was not legible and the screen background was blue. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a misaligned lcd color cable. The lcd color cable was reseated to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.